Event description:
It was reported that the device turned off during transport from the ICU to the surgery center. No patient injury was reported.

Manufacturer narrative:
The affected device was manufactured in march 2010 and was tested by dräger service onsite. Dräger has not been contracted to perform the preventative maintenance on this device since the sale and during the evaluation a non-dräger battery was found to be installed in the device. A full test of the device found no malfunction. The log file shows that the device performed logged the error code 40.2000 which indicates an overaged and deeply discharged internal battery. Based on the available information the problem was caused by a non-original (defective) internal battery. An overaged and deeply discharged internal battery will cause device restarts with device failure 40.2000 when in use with ac supply as savina periodically checks operation on internal battery for approximately 100ms. Ventilation continues with previous settings at the latest after 12 sec. In case the original internal battery is faulty or is discharged and no external battery is connected, operation immediately stops when ac supply is interrupted. The device shuts down and generates an acoustical power supply failure alarm for at least 2 minutes. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.